Event description:
It was reported that in early (B)(6) 2019, the patient experienced erosion through the right distal glans at the distal tip of the inflatable penile prosthesis. Prior to this the device had been used and was perfect. The erosion appeared about regular use of device. The inflatable penile prosthesis was removed and a full washout was performed. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.